Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with a poor post-operative outcome following intraoperative abberometry assisted cataract surgery in the left eye. The patient will need to have a lens exchange.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. However, customer misuse may have also contributed to the reported event with the user entering topography keratometry measurements. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).